Event description:
Reportedly, on (B)(6) 2012, company representative came to hospital for an emergency device check, but pt's death was already confirmed upon his/her arrival. ICD interrogation showed that a shock therapy was delivered, which successfully stopped ventricular fibrillation. Several other short vp episodes had been recorded before and after shock delivery, but none of them required therapy. Analysis showed that the ICD behaved as expected.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. Conclusion: the ICD behaved as expected and there was no indication for a lead defect. Considering the specific physiology of this pt (low amplitude of some vf complexes and vf rate around 200min-1), different programmed settings (e.g. Lower vf zone threshold and/or lower programmed ventricular sensitivity value) might have helped reduce the delay for vf detection - and for subsequent shock therapies - in this specific case.